Manufacturer narrative:
(B)(4): evaluation: results: the alarm has power and when pressure is taken off the sensor pad the alarm begins to sound but then the alarm slowly powers off and becomes silent after about 3 seconds. The alarm has the same results when using a power supply. The alarm was tested with a working 8307 sensor. The liqui label is missing. (B)(4).

Event description:
The customer reported that the alarm has power but there is no alarm tone when pressure is off the sensor pad or when the sensor pad is detached from the alarm. There was no physical damage to the alarm. There was no patient injury reported.